Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface (gui) display. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
Covidien reference # (B)(4).